Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not powering on with the rest of the system. Review of the system log file confirmed the malfunctioning of flexvision pc. Upon inspection, the engineer determined that the problem could caused by the cmos battery in the failing flexvision pc. The fse replaced the flexvision pc and its hard drive, loaded software and checked configuration. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the flexvision pc did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and its hard drive. The device was returned to use in good working order.